Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had poor communication on the patient programmer (pp) and the patient hardly uses her pp so she didn't know how to use it. Trouble shooting attempts were made and the patient confirmed antenna was secure and synced with the ins but it did not resolve the issue. The patient also tried unplugging the antenna and placed the pp directly over ins, on skin, and synced. The issue was still not resolved. The patient also stated she was having issues with her bladder and wanted to try to raise stimulation, but it was reviewed with the patient that she was implanted in 2011 and her implant might be depleted. The patient plans to follow-up with the health care professional to determine if implant is depleted. Additional information received on (B)(6) 2017 from the patient who asked if the call center knew when a manufacturer representative (rep) will be around the healthcare provider (hcp) office/area. Since (B)(6) 2017, their implantable neurostimulator (ins) hasn't been working for a while. Their ins stopped working and they saw their healthcare provider (hcp) on (B)(6) who checked the ins and said it is dead; "there was no signal." The patient said their hcp will be replacing the ins and they would like to get it done soon. As a result of what was reported, they were redirected to their hcp; rep role was reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the implantable neurostimulator (ins) not working was that it was old, and the battery died. No further complications were reported.